Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm. No display anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump and scrolling numbers. The customer's blood glucose level was 169 mg/dl. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.